Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected.

Event description:
Healthcare professional reported "a positive alcl diagnosis". Patient reported that they "developed full blown alcl." No pathological markers or testing have been provided to confirm this report. Affected side is right. The device remains implanted.

Event description:
Patient representative reported right side "lump appeared under right breast", "alk negative anaplastic large cell lymphoma", "risk of developing bia-alcl again in the future, mental stress, anxiety, worry, humiliation, fear, concern". Pathological marker alk- has been received. Pathological marker cd30+ has not been received. Also reported "suffered a punctured lung while the chemotherapy port was being placed in their chest requiring a seven day hospitalization" which is not related to the device. The device remains implanted. Treatment: chemotherapy.

Manufacturer narrative:
Continued h.6 health effect - impact code: f2303. Additional, changed, and/or corrected data. Dates of diagnoses of alcl: on (B)(6) 2013.